Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 350 (mg/dl). A correction bolus was delivered to address bg levels. System check with tandem technical support indicated the pump was performing as intended. Recommendation was made to change the infusion site and contact a health care provider to discuss diabetes management.